Event description:
Nurse reported that operator used excessive force when tightening the luer connection at the start of a routine hemodialysis treatment such that at the end of the treatment, the luer cracked when attempting to disconnect. Rinseback of the pt's blood was not performed resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The crack in the luer connector is attributed to excessive force being applied by the operator when making connections for treatment. Device was discarded and no lot number info provided precluding further investigation. The nxstage cartridge includes standard luer components widely used throughout dialysis industry. The blood loss is attributed to the operator discontinuing treatment without performing rinseback. Nxstage medical considers this report closed. No add'l info will be provided.